Event description:
It was reported that needle was clogged with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: flow obstruction when using (anesthetic did not progress).

Manufacturer narrative:
H.6. Investigation: two (2) samples were provided by the customer for investigation. One (1) sample was returned in an unopened blister pack and one (1) sample was returned loose. Both samples were visually examined and it was found that the sample from the unopened blister pack was not clogged as light was able to pass through the sample and that the sample which was returned loose was found to be clogged as light was not able to pass through the sample. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was clogged with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: flow obstruction when using (anesthetic did not progress).